Event description:
The user has been experiencing discharge and skin flap breakdown at the site of the incision and over the magnet. The device was explanted on (B)(6) 2021. This report refers to 9710014-2021-00469. For further information please refer to this report.